Event description:
It was reported that the customer had an unresponsive keypad. Customer stated that none of the buttons were responding. Customer uses an (B)(6) alkaline battery. Customer changed the battery, but the buttons were still unresponsive. Customer had to discontinue use of the pump and is following his/her medical prescription for insulin shots until the replacement arrives. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).